Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, accolade ii hip system post market surveillance survey received indicating "final broach doesn't achieve torsional stability. There is some guesswork in determining the final implant size secondary to this issue.